Manufacturer narrative:
One level 1 trauma fast flow system was returned for analysis in good condition. The unit was power on with no problem found. The return tube on the unit was observed to be cracked, leaking water to the main board and the ic main board was noted to be burned. Based on the evidence, the complaint was confirmed. The root cause was found due to design of the unit as a crack was found on the return tube.

Event description:
Information was received that a smiths medical level 1 trauma fast flow system does not heat to the required temperature. Additionally, upon heating, device alarm sounds. Incident did not occur while in use with a patient.